Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level was 489 mg/dl. Customer treated their high blood glucose via insulin pump. Customer advised they changed out their infusion set, had a bent cannula and no alarms were triggered. Customer advised they had issues with not receiving insulin but were able to deliver insulin properly. Customer advised they would monitor their high blood glucose and call back to troubleshoot if issues persist. Customer was advised to change out their entire set, reservoir, insulin and treat their high blood glucose per healthcare provider's instructions.